Event description:
It was reported that the right ventricular (rv) lead showed trend of decreased and low impedance and undersensing. The sensitivity was adjusted, but it was unacceptable. The rv lead was capped and replaced. It was also reported that the right atrial (ra) lead showed small p-waves. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.